Manufacturer narrative:
Failure analysis noted a motor error alarm during the basic occlusion test and unable to prime during the prime/compromised force sensor system alarm test due to faulty force sensor resistor (gold). The motor was tested outside of the device and passed the motor tests. There was no damage found on the motor. They were unable to verify the excessive no delivery alarm due to the motor error. The unit had a scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed motor error. The customer's blood glucose was 184 mg/dl at the time of incident. The customer's mother stated that they were able to rewind the pump. The motor error alarm had occurred more than once in the last 30 days. The customer's mother stated that the pump alarmed no delivery during priming and after rewind was completed. The customer was advised to discontinue pump use and revert to a back-up plan. The pump would be replaced. The pump was returned for analysis.